Event description:
An endurant iis stent graft system was implanted in patient for endovascular treatment of a 52 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, the contralateral gate of the bifurcate stent graft appeared to be pinched by aortic anatomy. The patient received treatment. The physician implanted a balloon expandable stent, resolving the event. Per the physician, the cause of the event was due to patient anatomy; the aortic neck diameters are 19mm, 19mm, 28mm to 22mm. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.